Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault, wrong handling by customer/user - a hose "flew off" due to the usage of a syringe and of an IV system with a non-return valve. Advised customer that the usage of a syringe and an IV system with a non-return valve for the future will be prohibited.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported monsoon 4 went out during operation and restarted by itself. There was no patient harm reported associated with this event.